Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to replicate the reported issue. The expulsor was trimmed as a preventive measure but there was no fault found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the cadd solis hpca pump failed volumetric/gravimetric delivery test by a value of +6.5%. This product problem was observed during preventative maintenance. There was no patient involvement.